Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient experienced a syncopal episode after testing was complete. The clinician noted that the patient was not symptomatic during the testing and that the threshold measurement was within normal limits. A electrogram (egm) strip was sent into boston scientific technical services (ts) for review. Ts noted right ventricular (rv) loss of capture. The clinician stated that another threshold test was performed after the syncope and all measurements were fine. It was also noted that the patient has low blood pressure. Ts recommended a chest x-ray. The patient was sent to the emergency room and no additional information is available. No additional adverse patient effects were reported.